Event description:
A nurse was using an arterial blood sampling kit with a safety device. After drawing the blood, she put the shield over the needle. The needle bent. Not realizing the needle was bent and the point was sticking out, she gripped the cap and shield to remove the needle and rec'd a needle stick. The procedure calls for the cap and shield to be removed and the syringe capped with a filter device. In reviewing the situation, I replicated the needle bending several times. The needle is quite thin and easy to bend. If it is all out of alignment. The shield will bend the needle with the point sticking out. The needle is very small and it is difficult to see that it is sticking out of the shield. In discussing the situation with other users, I found that this is a common problem among the users.